Event description:
It was reported that the zoom function on the stretcher had allegedly malfunctioned. Involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.